Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try powering the pump using known working charging supplies and was informed that the pump would be replaced by the technical support team. Customer decided to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted, and arrangements were made for the return of the defective pump.